Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a rash. It was reported that had a rash under the left ECG electrode and rear therapy electrodes. The patient's wife indicated that they were using (B)(6) ointment on the area after speaking to a pharmacist. The wife reported that since they began using the ointment, the rash had improved. There was no alleged device malfunction.